Manufacturer narrative:
H10: the actual sample was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed according to specifications. Functional testing was performed including pressure testing and clear passage under water testing and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to b3 event date: (B)(6) 2019 (previously asku) correction made to e4 reporter sent to FDA: no (previously unknown).

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified infusion pump was beeping for an occlusion while in use with a clearlink solution set. Upon assessing the issue, the nurse noticed a small puddle of lipid on the floor. After cleaning, the nurse could not find the source of leak. However, upon further assessment, the nurse noticed when ¿the blue alcohol cap of med-port closest to patient on lipid primary infusion tubing was removed, the small rubber clear part inside of port was bulging out and small drop of lipid solution came out.¿ this was identified during priming. There was no patient involvement. No additional information is available.